Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. Refer to the attached vendor evaluation for further details.

Event description:
On 03/01/2022, it was reported by a sales representative via sems that an ar-6480 dw pump is damaged/ the pump is not keeping with the joint. This was discovered during a procedure, with no patient harm. Requested additional information.